Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a cassette not attached alarm although it was attached. There were no injuries or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the tamper seal was missing. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly." Functional testing involved sensor testing and during the investigation the pump did not duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed.